Manufacturer narrative:
(B)(4). This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this left ventricular lead was surgically explanted due to other/non product experience. Additional information was received confirming this lead dislodged and fell out of position after implant. This dislodgement was confirmed using fluoroscopy and the physician decided to replace this lead. It is not certain that this product will return as hospital has possession of it. No additional adverse patient effects were reported.